Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The tissue could not be taken out; this incident was used with a coaxial guide needle. The gun was not tested before use. When the instrument was taken out, it was rotated 360 degrees. The range of use was 23mm. The empty gun occurred at the first needle.

Event description:
The tissue could not be taken out; this incident was used with a coaxial guide needle. The gun was not tested before use. When the instrument was taken out, it was rotated 360 degrees. The range of use was 23mm. The empty gun occurred at the first needle.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product and it was found that the pincer was flattened, inhibiting it from properly obtaining a sample. There are stringent computer/photographic inspections that ensure the pincer is not deformed during the manufacturing process and has the proper radius. When the device is cocked, the pincer comes out of its window and becomes exposed to the tissues and structures present during the operation. Without the use of a proper sized coaxial needle, such as the inner diameter being too small, the pincer can be pushed flat. It is also possible that the needle set was inserted into tissue that was too hard for the sensitive pincer, pushing it flat. Since the most likely cause for the damaged needles is related to an event within the user's environment and not a manufacturing issue, no corrective action can be implemented at this time.

Event description:
The tissue could not be taken out; this incident was used with a coaxial guide needle. The gun was not tested before use. When the instrument was taken out, it was rotated 360 degrees. The range of use was 23mm. The empty gun occurred at the first needle.